Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that air leaked from the water trap of an rt134 non-heated adult breathing circuit "3 weeks after starting to use". No patient consequence was reported as a result of this incident.

Manufacturer narrative:
(B)(4). Method: the expiratory tube of the complaint rt134 adult breathing circuit was returned to fph in (B)(4) for inspection. It was pressure tested and submerged in a waterbath to test for leaks. Results: a leak was found in the expiratory water trap. The water trap of the breathing circuit consists of two parts where the lower part can be removed during use for draining water. The water trap leak was located at the seal between the water trap bowl and the water trap lid. Conclusion: all circuits are pressure tested for leaks during production and those that fail are rejected. This suggests any leak must have developed post production during transport, storage or use, possibly by distortion of the water trap when the bowl was connected. The user instructions that accompany the rt134 adult breathing circuit state the following: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms." (B)(4).